Manufacturer narrative:
The pump had a blank display due to corrosion on the electronics. Unable to perform the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement, blood glucose meter test or verify the lost sensor alarm or failed battery test alarm due to the blank display. The pump had a corroded motor home switch. The pump was received with a corroded battery tube, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer stated that they experienced high blood glucose of 400 mg/dl, 500 mg/dl and 600 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer reported that there was rust from the battery compartment that leaked down and coated the spring. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.